Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the pacemaker was found in back-up mode. The patient had previously undergone magnetic resonance imaging (MRI) performed in an off-label environment. It is unknown whether the MRI triggered the backup mode. Programming changes were performed to restore the device. The patient was in stable condition.